Event description:
A reconstruction plate, implanted in 2001 for repair of left non-union clavicle fracture, broke post-operatively. During revision surgery in 2002 the hardware was removed and a bone graft was done.